Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the central processing unit (cpu) tray cover was replaced. The issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 device's feet and thumbwheels were not screwing into the cover and v60 stand. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer was provided with the part number for a replacement central processing unit (cpu) tray cover for repair.